Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was manufactured on october 2023 based on the provided 3 digit lot information. However, the exact manufacture date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to the following mechanism. Press the tip of the sheath against the tissues of the trachea, bronchi, esophagus and surrounding organs. The sheath and coil sheath are bent by pushing the scope while pressing the sheath against the tissue. If the needle is pushed out while the sheath and the coil sheath are bent, the tip of the needle is caught in the bent part of the coil sheath and the needle cannot be pushed out. When the needle could not be pushed out, the coil sheath moved by applying additional force to force the needle out. Although the coil sheath moved, the needle did not protrude, so the needle was pulled back again. By repeating (4) and (5), the coil sheath came off from the tip of the sheath. However, the subject device was not returned, and the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "take the instrument out of the tray by holding the sheath not to make the sheath pop out of the tray. Otherwise, the insertion portion of the instrument might be broken. Also, if the insertion portion pops out of the tray by elasticity, doctors or patients might be injured by the distal end of needle tube, sheath, and stylet."; "do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument."; "turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument."; "if you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the spring from the subject device was left inside the patient during a endobronchial ultrasonography procedure (ebus). After the ebus portion was completed and a regular bronchoscope was introduced, it was discovered that the spring fell off. The spring was retrieved through the bronchoscope with a grasping forceps that took multiple attempts resulting in a 25 minute delay. The patient's health and the outcome of the procedure was not impacted and the procedure was completed with a similar device. While the patient was in recovery a x-ray was performed and the patient was discharged to home with no further issues.